Manufacturer narrative:
Evaluation summary: the reported failure code 812:02 was confirmed during testing.

Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.